Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the broncho videoscope displayed error e216 (scope communication error). The issue occurred before a diagnostic procedure. There was a 10-minute delay to change equipment to another similar device and no extension of the procedure was reported. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the image issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was determined that electrical contacts may have failed due to liquid invasion of the scope connector. Therefore, the e216 error likely occurred due to the failure. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "reprocessing manual: leakage testing of the endoscope. Perform the leakage test. Caution:do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage". Olympus will continue to monitor field performance for this device.